Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022 in the afternoon, the patient was struggling to breathe and became unconscious. Her parent called 911 for an ambulance and she was taken to the emergency room (ER). Her oxygen saturation was 90 percent. The bg was 22 mg/dl. The cgm was reading 76 mg/dl and had not alarmed because her low glucose threshold was set at 70 mg/dl. She was given baqsimi nasal spray and glucagon. She was in good condition afterward and was discharged from the hospital the same day in the evening. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.